Event description:
The facility contacted customer service to report a colleague infusion pump displaying an 810:11 failure code. It is unknown when this event occurred. No pt injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a colleague infusion pump displaying an 810:11 failure code was confirmed in the device's event history during evaluation. This was determined to have been caused by an out-of-calibration air-in-line (ail) printed circuit board (pcb). The ail pcb was recalibrated to resolve the reported condition. The device was tested and returned to the customer within specification. Review of the complaint handling system reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.